Event description:
The distributor reported on behalf of the customer, the evis lucera elite colonovideoscope presented an e315 scope error message (no image). No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. There were scratches on the insertion part cover tube. The bending section cover adhesive was missing. The lighting lens was cracked due to an external factor (tip hit). The adhesive part of the objective lens had peeled off due to handling. Flare was generated due to the peeling of the adhesive part of the objective lens. The water tightness of the up/down knob was not maintained. There was liquid leakage to the scope connector due to handling. The plating on the contacts of the scope connector was peeled off due to handling. The objective lens may have been scratched due to external factors. Wrinkles were found on the universal cord due to external factors. Due to external factors, scratches were found on the scope connector side of the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect of the image sensor unit, failure of the internal board of the video connector unit, or the system caused the reported event (e315 error). However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.